Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error message was displayed. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the 1104 "backup alarm failed" alarm error occurred at power-on self-test (post), and the issue was due to a faulty central processing unit (cpu) printed circuit board assembly (pcba). A quote for the replacement cpu pcba was sent to the customer for approval. The investigation is ongoing.